Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were having a problem with screen brightness. There was no patient involvement.

Manufacturer narrative:
Date of manufacturer: 09/19/2018. Date of report: 09/22/2018. (B)(4). Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.